Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and avaulta were implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent colporrhaphy, hysteroscopy, and cystoscopy due to cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent an excision of vaginal mesh, posterior colporrhaphy and perineorrhaphy on (B)(6) 2012 due to vaginal bleeding with mesh erosion, and symptomatic rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.